Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-06343. It was reported one of the patient occipital (off label) leads had migrated. As such, the patient underwent surgical intervention on (B)(6) 2016 at which the leads was repositioned. The patient reported effective stimulation following the procedure and the issue is resolved.